Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
Prior to the procedure, the nt generator did not boot up out of the box. The generator was replaced to perform the scheduled procedures. There was no patient involved.